Event description:
As reported by the field clinical specialist (fcs), approximately 3 years and 7 months post transfemoral tavr procedure with a 23mm sapien 3 valve in the native aortic position, the valve failed due to severe stenosis with thickening of the leaflets. The perceived root cause of the stenosis is chest radiation. Per report, the patient presented weak with shortness of breath. The patient underwent a successful valve-in-valve procedure with a 23mm sapien 3 ultra resilia valve and was discharged home in stable condition.

Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of leaflet thickened and stenosis were confirmed based on the provided information. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). It was reported that the patient had chest radiation treatment, which can damage bioprosthetic heart valves, though the risk is lower compared to native heart valves. Radiation can cause fibrosis, calcification, and thickening of the valve leaflets, leading to stenosis. As such, available information suggests that patient factors (chest radiation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.